Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. While on support, bleeding occurred and hemostasis was performed, and it was confirmed that the bleeding was from the site of central anastomosis of the coronary artery bypass grafting (CABG) and bleeding was not related to the impella. The survival outcome at explant noted the patient expired. There was no causal relationship between the bleed or the patient's death and the impella device. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.